Event description:
It was reported that on (B)(6) 2014 growing rod surgery was performed. After the procedure, a connector breakage was found by x-rays. T1-l3 was fixed and the connector was positioned at l1 level. On 9/24/2014 revision surgery was performed and the broken connector was exchanged to a parallel connector. Growing rod was done at same time.

Manufacturer narrative:
Results: the event description states that "growing rod construct" was used. In this type of construct the patient is often fixed at two upper thoracic levels and at 2 lumbar levels, with no additional fixation in between. This is done in an attempt to fix a thoracic scoliosis curve. This existing curve and the placement of the devices allows for a large bending moment to exist within the non-fixed region, and can eventually cause the fatigue breakage of connector. The xia 4.5 implant IFU states, ¿once implanted, the implants are subjected to stresses and strains... Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidate." The large bending moment created by the configuration of the construct along with the time of implantation were likely to have been main contributors to the fatigue breakage experienced by the returned connectors. Conclusion: the cause of the reported event is most likely the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector.

Event description:
It was reported that on (B)(6) 2014 growing rod surgery was performed. After the procedure, a connector breakage was found by x-rays. T1-l3 was fixed and the connector was positioned at l1 level. On (B)(6) 2014 revision surgery was performed and the broken connector was exchanged to a parallel connector. Growing rod was done at same time.